Event description:
It was reported to philips that device keeps failing on defib/pads test. There was no report of patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the therapy pca and patient connector needed to be replaced to return the device to working condition. The rse provided a quote to the customer for a replacement of multiple. The device remains with the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted .we are unable to determine the root cause of the event as multiple parts were required for replacement.

Manufacturer narrative:
The device was evaluated by the customer, with assistance from a philips remote service engineer (rse). And it was determined, that the therapy pca and patient connector needed to be replaced to return the device to working condition. The rse provided a quote to the customer, for a replacement of multiple. The device remains with the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted .we are unable to determine, the root cause of the event, as multiple parts were required for replacement.